Event description:
The customer reported that the device did not deliver a shock as expected during a pt event. They also stated that there was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that the device did not deliver a shock as expected during a pt event. They also stated that there was no negative impact to the involved pt. The hospital biomedical engineer evaluated the device and could not reproduce the reported symptom. The device was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause because the symptom could not be reproduced by the customer and the device was not sent to philips for eval. As of 09/09/10, there have been no further reports of this symptom and this device from this customer.